Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient experienced a cannula issue with one infusion set. The cannula was kinked. The site of insertion was the abdomen. The customer's blood glucose (bg) at the time the issue was noticed was estimated to be between 280-320 mg/dl. The caller replaced the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.